Manufacturer narrative:
The serial number of the device was requested but was not provided; therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device ¿ 1 day. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was suspicion of pump ingestion during implant. Log file analysis completed by the manufacturer¿s technical services representative revealed low flow events, regardless of the set speed. On (B)(6) 2017, it was reported that the patient was in the intensive care unit experiencing pulmonary and right ventricular issues. It was reported that the device was operating as expected. Additional information was requested, but was not provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed low flow events; however, a specific cause could not conclusively be established through this evaluation. The submitted log file contained approximately 3 hours of data from 07/14/2017. The beginning of the log file contained data that appeared to be from the initialization of the pump during the implant. The remainder of the log file was almost completely filled with low flow hazard events. Despite the low flow hazard alarms, the pump operated above the low speed limit. The device remains in use supporting the patient and no further issues have been reported at this time. It was reported that the patient was experiencing pulmonary and right ventricle issues and the device was operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.